Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was ¿having problems with the bladder stim¿ as last night/overnight while they were sleeping, they urinated on the bed and that the device ¿did not wake her up¿. When the patient woke this morning, they noticed the bed was soaked. When troubleshooting was attempted and it was noted that the batteries were replaced in the programmer with brand new alkaline type batteries. With assistance from a family member, the antenna was place over the ins but poor communication was shown. They tried repositioning the antenna a few times but could not connect. The patient then tried using the programmer without the antenna, they were able to connect where it was determined that the ins was off. When the patient tried to turn the ins back on, poor communication was shown again and it would not interrogate. They were to be sent a replacement programmer and it was reviewed with them to try connecting again to the ins to turn it on. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the interstim was not working fine. It was causing bowel movement. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.